Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review showing an annulus perimeter measured 68.4 mm with a perimeter derived diameter of 21.8 mm suggesting a 26 mm valve. The aortic valve appeared to be significantly calcified, and the annulus had protruding calcium extending to the left ventricular outflow tract (lvot). A coronary angiogram was performed prior to the valve implant. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon dilation was performed prior to the valve implant attempt. During the valve implantation attempt, under expansion was noted. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery catheter system (dcs). However, the valve was recaptured and during the subsequent deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. Evidence supports that the infolded valve was recaptured, withdrawn and a new valve loaded and confirmed a good load. Another balloon dilation was performed prior to implantation of the new valve. The new valve was successfully implanted. Product analysis: the device has been returned but the analysis is not complete. Updated: d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the suspect complaint delivery catheter system (dcs) was received for analysis at medtronic¿s quality laboratory with the valve loaded within the capsule. On retraction of the dcs capsule via the rotation of the actuator, the returned valve deployed with an infold. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure using a 26 millimeter (mm) evolutfx+ valve, the native valve was severely calcified with suspected fusion between the right and left sinuses. Calcium was present in the left ventricular outflow tract and annulus. While loading the valve, a frame overlap was observed up to the second node and the valve was used. During the first partial deployment, it was constrained and positioned high. During the second deployment attempt, the valve presented infolding. The procedure involved pre balloon dilatation(bd) with an 18 mm balloon due to a minimum diameter of 19 mm. The valve was extracted, and both the delivery system and valve were replaced. Pre bd was then performed with a 20 balloon, and the new 26 evolutfx+ valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that a procedure delay of five minutes occurred as a result of the infold which was the time to open a new valve and delivery catheter system (dcs), then load the valve. The physician attributed the infolding to the severe calcification of the native valve.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, loaded inside the delivery catheter system (dcs), visual analysis showed the valve was discolored with evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the dcs for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded; however, retained a compressed state. It is possible the compressed state may be associated with the valve being loaded inside the dcs for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of frame infolding cannot be performed. Updated: d4, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure using a 26 millimeter (mm) evolutfx+ valve, the native valve was severely calcified with suspected fusion between the right and left sinuses. Calcium was present in the left ventricular outflow tract and annulus. While loading the valve, a frame overlap was observed up to the second node and the valve was used. During the first partial deployment, it was constrained and positioned high. During the second deployment attempt, the valve presented infolding. The procedure involved pre balloon dilatation(bd) with an 18 mm balloon due to a minimum diameter of 19 mm. The valve was extracted, and both the delivery system and valve were replaced. Pre bd was then performed with a 20 balloon, and the new 26 evolutfx+ valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, (lot: 0012710774); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.